Manufacturer narrative:
(B)(4). The device was discarded at the facility and will not be returned to the manufacturer. The device lot number was unable to be ascertained; therefore, a device history review was unable to be performed. There was no device malfunction reported.

Event description:
It was reported that immediately following an aortic valve replacement procedure with concomitant maze, while the pt was still in the operating room, the surgeon had to re-open and perform coronary artery bypass grafting. The pt has been discharged to therapy for recovery.